Manufacturer narrative:
Product analysis: analysis found that the signal transmission port was broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. No manufacturing date was found in the available resources. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for regular preventative maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.